Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. There were no reported complications from the time of implant. It was reported that during a routine follow-up the stent graft was found to have migrated distally 3 cm; but, there was no endoleak present. The sent graft migration was attributed to disease progression. An endurant aortic cuff was implanted proximal to the bifurcated stent graft to successfully resolve the stent graft migration. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.